Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip without safety the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip without safety the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 07-apr-2022. H6: investigation summary: it was reported there was difficulty in aspirating blood samples as the plunger movement was not smooth, but hard to push and pull. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving, and the result was within specification. A device history record review was completed for provided material number 302830, lot number 1305102. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.